Manufacturer narrative:
Continuation of medical devices: 4965-25 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds along with high impedance. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.